Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use during dwell 3 of 4. The home patient (hp) had a clamp open on an unused line that caused the alarm. The hp would complete therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn was aware of the alarm occurring and that the hp left a clamp open. The rn has reviewed the proper procedure with the hp. The rn stated the hp has continued to perform therapy successfully since the incident. The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint for system error 2240 (air in line) was confirmed. The cause was use error was open clamp. The patient at-home guide instructions for use error are accurate and sufficient. No issues were identified with the product labeling.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.